Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for short interval counts (sic) and non-sustained ventricular tachycardia episodes. The events were due to t-wave oversensing (twos) post ventricular sensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).